Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid from a hole in the tubing on the patient line during an unknown phase of treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated that the fluid leak occurred during drain 5 of the patient¿s peritoneal dialysis treatment while they were connected. The patient¿s contact stated that the patient received an air detected in cassette warning during drain 4 and as they were looking around, they found a small amount of fluid on their floor. Upon further inspection the patient¿s contact saw a small hole in the tubing about 6 inches below the blue pin leaking. The patient¿s contact is unsure how the hole got there and stated that the fluid had only gotten on their floor. The patient¿s contact stated that no fluid got on or near the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid from a hole in the tubing on the patient line during an unknown phase of treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact stated that the fluid leak occurred during drain 5 of the patient¿s peritoneal dialysis treatment while they were connected. The patient¿s contact stated that the patient received an air detected in cassette warning during drain 4 and as they were looking around, they found a small amount of fluid on their floor. Upon further inspection the patient¿s contact saw a small hole in the tubing about 6 inches below the blue pin leaking. The patient¿s contact is unsure how the hole got there and stated that the fluid had only gotten on their floor. The patient¿s contact stated that no fluid got on or near the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.